Manufacturer narrative:
It was reported that this happened on an unknown date in may 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would not upstream occlude during preventive maintenance cycle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6,h10 h10: the device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. Upstream occlusion testing was performed and an upstream occlusion was properly detected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. There is currently an open field action (fa-2021-056) associated with reinforcing proper intravenous line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.